Manufacturer narrative:
Per -8313 initial report. Additional information including reason for primary surgery, confirmation that the 1st stage of a 2 stage revision was performed on (B)(6) 2015 for infection, this is the date that corin implants were first used, confirmation that for the 1st stage revision no cup was used but instead a big cement mantle with an epw liner. Was the liner cemented into the patient's acetabulum, why was there such a gap between the 1st and 2nd stage of the revision, confirmation that the 2nd stage of the revision was performed on (B)(6) 2024 whereby the corin devices were explanted, was the 2nd stage revision for infection and pain, was the patient experiencing any other issues, which hospital was the 2nd revision, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma and an update on the patient post 2nd revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The reporter has stated that the lot codes are unknown but that the devices can be returned. Upon receipt of the devices the lot codes will be identified and the relevant device manufacturing records will be reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity revision of the stem, cocr modular head and hxlpe liner after approximately 9 years and 3 months due to pain.